Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a high blood glucose event. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were lagging. Button error troubleshooting was performed and unable to confirm if the time is advancing. Customer also reported to have experienced a high blood glucose of 400 mg/d at the time of call and treated with manual injection. Unable to troubleshoot for high blood glucose due to button error alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No time clock anomaly noted. Insulin pump passed displacement test and self-test. Insulin pump was received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.